Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that at implant the pulse generator exhibited loss of telemetry. The device was not implanted.